Event description:
Pt had av node ablation and placement of dual chamber pacemaker. Pacemaker malfunction noted post-op and pt developed symptoms of flushing and dizziness. Pt returned to o.r. Pacemaker leads were found in reverse position. Position of leads corrected. Pt did well post-operatively. Pacemaker leads from this MFR are not well labeled/marked for distinction between atrial and ventricular leads.